Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; catheter model: 8591-38, lot #: d00186, implanted: (B)(6) 2011, explanted: (B)(6) 2011; catheter model: 8590-1, lot #: n292474, implanted: (B)(6) 2011, explanted: (B)(6) 2011.

Event description:
It was reported that the pump was removed due to infection; no other information provided. Additional information has been requested, but was not available as of date of this report.